Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose. The drive support cap had partially come out a few times and the customer was able to push it back in. The customer's blood glucose level was unknown. The damage occurred due to the insulin pump having been dropped. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a loose drive support disk, a cracked case at the display window corners, cracked battery tube threads, a missing end cap sticker and a broken reservoir tube lip.